Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error during the priming process. The customer did not know the blood glucose reading at the time of the incident. The customer reported that the blood glucose reading was 164 mg/dl before lunch. The customer reported that the insulin pump was not dropped in water or exposed to a strong magnetic field. The customer was advised that a false motor error alarm may be caused by viewing the sensor graph when the insulin pump is delivering a bolus. The customer was able to complete the rewind sequence but could not complete the prime. The customer also reported the insulin pump had gone into threshold suspend mode when the blood glucose reading was not low. The customer reported that the threshold suspend had activated three times in the past month and that it had activated five times in one night. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and passed the motor test. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The low threshold suspend feature is working properly. The insulin pump was programmed with test minilink and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed the value properly on the display graph. The insulin pump was also programmed with test glucose meter; the insulin pump communicated properly and recorded the value properly from glucose meter. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.